Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed and reproduced. The cause was found to be a backflex which was not seated properly into the connector. The back flex was secured properly and the audio functioned as expected.

Event description:
It was reported that a spectrum pump had no audio output in a nursing home. It was also reported there was no patient involvement.